Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death," and "if your reading is above 500 mg/dl, the pdm displays ¿high check for ketones!¿ this indicates severe hyperglycemia (high blood glucose)."

Event description:
The patient reported at 12:06 am he activated a new pod and his blood glucose and insulin history is as follows: time: 12:21 am, bg (mg/dl): 118 and 116, bolus (u): -. 01:36 am, 103, -. 01:37 am, -, 2.0 . 10:30 am, 163, -. 12:35 pm, "high" (> 500), -. He felt dizzy and sweaty so his wife took him to the emergency room where he was admitted with diabetic ketoacidosis and dehydration. They placed him on an intravenous therapy of numerous substances, morphine, insulin and saline. He stayed in the hospital for only one day. The pod was removed and discarded.